Manufacturer narrative:
The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device turned itself off during patient use. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and found that the customer was using batteries from 2019, which are past their 2 year service life. Stryker replaced the device's batteries. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device turned itself off during patient use. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.